Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2y6gc); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that they fell really hard late yesterday. The patient stated they were running and tripped and fell forward. The patient said they were shaking a lot today. The agent asked the patient if they were sore and patient said it was a serious fall and they are not bruised. On 2024-07-19 the patient called mentioning that they thought the lead could have moved and needed to contact a doctor as soon as possible. Their current physician was on vacation so agent will send an email with the list of physicians around their area.